Manufacturer narrative:
The subject stent was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Because both of model and lot of the subject device were unknown, the delivery record of the facility was checked. It was found that the delivered devices were pbd-234-1010 with lot no. 37k and pbd-v234-1012 with lot no. 34k. As the checking of the manufacturing record of them, nothing abnormal was detected. Dimension of the stent. External appearance of the stent. Thus, it is surmised that the fracture of the stent was caused by the following sequential causes. It was a difficult situation to withdraw the stent because of sticking of the side flap in the stricture. Because withdrawing of the stent was attempted forcibly in the situation above, an excessive force was applied to the stent resulting in fracture. The stent was broken because the vicinity of the side flap which is less resistant point in the stent was strongly grasped by a snare, or the stent was forcibly withdrawn. There is the following description in the instruction manual. Retrieval of the stent. Before withdrawing the stent make sure under x-ray that the inserted part of the stent is free from kinks and does not stick in the stricture. Withdrawing the stent forcibly, may cause parts of the stent to break off and remain in the patient. In case parts of the stent do remain, implement the appropriate treatment under the clinical judgement. When retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.

Event description:
On (B)(6) 2016, a patient with chronic pancreatitis underwent a procedure attempting to remove the biliary stent placed a year ago. Although an non-olympus snare instrument was used to remove the stent attempting to hang the stent at around the side flap of the stent and withdraw, the attempt was failed and the stent broke. The stent broke at the papilla side area and the most part of the stent was left in the pancreatic duct. In the afternoon of the same date, in the presence of an olumpus staff, the physician attempted to remove the stent with an olympus balloon but failed. Removing with a non-olympus biopsy forceps was also attempted. The forceps grasped the stent, however, a granulation in the pancreatic duct obstructed to withdraw the device and removing the stent was failed again. The physician suspended the procedure. The physician will determine a treatment policy whether to leave the stent in the patient or surgical procedure after a period of follow-up. An olympus representative met the physician on 19 october, 2016 and heard that the patient had been already out of the hospital.